Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter inserted into a patient and dressed. A large circumferential split was observed in the extension leg of the purple lumen about 1 cm distal to the luer hub. The edges of this split were observed to be straight and even; however, further details of the fracture surfaces could not be discerned from the returned photograph. While the exact cause of the observed damage could not be determined from the returned photographs, possible causes of the split include sharp instrument damage and material fatigue. Care should be taken to prevent the catheter from coming into contact with sharp and/or metallic instruments such as scissors or scalpels.

Event description:
It was reported by the customer that at 9:25 am, (B)(6) 2023, the patient's catheter was found to be broken when the infusion tube was opened and flushed. Immediately clamp the proximal heart end with hemostatic forceps, comfort the patient, inform the head nurse and the leader of the static therapy team, and after bedside inspection, pull out the tube, check the catheter, and provide psychological comfort to the patient. No other information was provided.

Event description:
It was reported by the customer that at 9:25 am, (B)(6) 2023, the patient's catheter was found to be broken when the infusion tube was opened and flushed. Immediately clamp the proximal heart end with hemostatic forceps, comfort the patient, inform the head nurse and the leader of the static therapy team, and after bedside inspection, pull out the tube, check the catheter, and provide psychological comfort to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.